Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected: d8, g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint regarding no display from the front panel was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high flow insufflation unit had no display coming on front panel. The issue occurred during routine inspection by the customer. There were no procedure and no patient was involved. There were no reports of patient injury or harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.